Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) floating on its own, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed system calibrations and fse was not able to reproduce the issue. The system was operational. The system was tested and verified as ready for use. The complaint regarding usm floating on its own was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted general sleeve gastrectomy surgical procedure, the customer reported they had an issue with the universal surgical manipulator (usm) #2 floating on its own. Intuitive technical service engineer (tse) reviewed the logs and noticed the surgeon was actively going into following mode with the camera and didn't have the issue. Tse inquired about troubleshooting performed prior to the call and was told the drape was reseated and the scope was reinstalled. The issue did not reoccur. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using remaining 3 arms. When clutched, the arm would move on its own without the surgeon's command. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There was shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent. To resolve the issue, the drape was reseated; however, the issue reoccurred. No patient injury or harm. The arm was inspected prior to use and no damage was observed.